Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Associated MDR's: 1018233-2013-01639 and 1018233-2013-01640.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch of the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain radiating down leg, mesh erosion, painful intercourse, infectious fluids post-surgery, severe pain, bowel problems, emotional distress, limited physical activities, cystocele (prolapse), rectocele, vaginal pain, uterine prolapse, vaginal vault prolapse, improper wound healing (post-operative wound infection), and required additional surgical and non-surgical interventions.